Event description:
It was reported that the long bipolar grasper instrument has a chip on the plastic. The procedure outcome was unknown with no reported injury.

Manufacturer narrative:
The long bipolar grasper instrument has been returned and evaluated by the failure analysis team. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. Probable root cause is attributed to attributed to inadvertent energy application from a monopolar instrument.